Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B60751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) since 2010 to (B)(6)2014 and ibuprofen since 2014. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), depression ("depression"), headache ("headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and headache had resolved and the fatigue, depression and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for event "menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: no cervical or ovarian tissue present. Concerning the injuries reported in this case, the following one/ones were reported via social media: vaginal hemorrhage, back pain, abdominal pain lower, headache and endometriosis. Batch no: b60751, production date: 2013-08-14, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B60751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) since 2010 to (B)(6) 2014 and ibuprofen since 2014. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), depression ("depression"), headache ("headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and headache had resolved and the fatigue, depression and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for event "menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: no cervical or ovarian tissue present. Concerning the injuries reported in this case, the following one/ones were reported via social media: vaginal hemorrhage, back pain, abdominal pain lower, headache and endometriosis. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Lot no. And date of explant added. New events were added: abnormal bleeding (vaginal, menorrhagia), lower abdominal pain and lower back pain. Onset date of events were added: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure removal date: 42478 (per ppf). She had received treatment for event "menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue and depression¿. Reporter¿s information, demographics, lab data, essure indication (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.